Event description:
It was reported that a jelco® protectiv® safety i.v. Catheter has been set on the (B)(6) 2017 on a patient by a nurse. On the morning of the (B)(6) 2017, a lymphangitis appeared in patient's arm before the coronography test.